Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl to 500 mg/dl range. The patient treated via manual insulin injection. During troubleshooting there were no anomalies or issues noted with the site, set, or insulin pump. However, the customer noticed that her boluses would complete but her blood glucose would remain high. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had broken battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.